Event description:
It was reported that the patient was unable to charge their ipg after falling on stairs. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown.

Manufacturer narrative:
The reported event for inability to charge the ipg was not confirmed. Visual inspection of the ipg did not identify any anomalies. The ipg communicated and charged normally with lab standard equipment. The ipg was functionally tested and passed all testing.